Event description:
It was reported by the customer that the needle nub could not attached securely to the syringe, which resulted in the medication leaking out. No information was received regarding any serious injury as a result of this product issue.